Event description:
End user was allegedly being transported to commode and the lift allegedly tipped causing the end user to fall off of the lift.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model ghs350 serial number/date code (B)(4) is approximately 3 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.